Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer miscalculated the carbohydrates for a bolus and blood glucose (bg) lowered to 53 mg/dl. Customer consumed liquid glucose and a fruit to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.